Event description:
It was reported that the customer received a compromised force sensor system alarm. Insulin was squirting out during the manual prime process. The customer's blood glucose level was 438 mg/dl. The drive support cap was protruded and the dome label was missing. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded drive support disk. The functional tests could not be completed due to the alarm. The insulin pump was received with a missing end cap sticker.

Manufacturer narrative:
Reference medwatch 2032227-2015-01990 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.